Manufacturer narrative:
H2: additional information was added to section a, b5, and d4. The system information previously reported was incorrect, the correct system information has been provided. H3, h6: the system was serviced in the field by a medtronic representative. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this issue caused a less than 1 hour surgical delay. There was no reported impact on patient outcome. It was reported that the amount of inaccuracy was 2-3 mm.

Event description:
Additional information was received. It was reported that no additional troubleshooting was performed during the reported event to resolve the issue. It was also noted that the procedure was completed in the same way as expected after the issue was discovered. Additional information was received. It was reported that the inaccuracy was seen intra-operative. The instrument used was a thoracic probe in a green tracker. There wasn't another image acquisition or registration performed, and this was not noticed during a post operative spin. The issue was not resolved. It was noted that soft tissue retraction of the soft tissue was the likely cause. The trackers tested within tolerance. Additional information was received. It was reported that the event date was confirmed to be (B)(6) 2025.

Manufacturer narrative:
H2: please see section b5 for additional information. The event date previously reported was incorrect, the correct event date has been provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, it was found that there was insufficient information to determine root cause of reported behavior. The logs were reviewed and observed two sessions on the reported date. From one of the application logs observed there were two imaging system exams, instruments used were navlock orange, navlock violet, navlock green, navlock gray, small passive frame, passive planar, ball, suretrak2 passive black, thoracic left, thoracic right, stealthair spine frame, mr8, o-arm(r) trackers and user transitioned from select procedure to navigation, moving back and forth between instruments and acquire images along the way. Reviewed the archives which, included two imaging system exams, each with 192 slices and 0.83¿mm slice spacing/thickness. There were no saved plans, implants, or projections in both the scans. Instruments used were stealtair spine frame, passive planar, ball 1.5. Software logs are not helpful in diagnosing auto-registration accuracy issues. Frame movement after registration is a common cause of accuracy issues but cannot be detected in logfiles or archives. Previously reported codes b01, c19, and d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, software version: 2.1.0 h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the site experienced inaccuracy during navigation when using a recently purchased tracker tray. This issue caused an unknown surgical delay. The impact on the patient's outcome was unknown.